Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer stated that they was 163 when they left work and poured there supper into a bowl and they checked at 34 mg/dl. The customer stated that one time it was 23 mg/dl when the paramedics got there. It was unknown that auto mode used or not. Customer stated that they a problem with my sensor and transmitter. Customer stated that they was at work and the battery in the insulin pump completely died. Customer stated that they did not done troubleshoot on insulin pump at the time of call. The device will not be returned for analysis.